Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a broken knob; the upper case was broken, and the encoder was pushed inside the device. It was also noted that the output connector assembly was broken, and two knobs were contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) had a broken knob, and has been returned for repair. There was no patient involvement.